Manufacturer narrative:
Our records indicate that this lead remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced pericardial effusion. At the implant procedure, an echocardiogram was performed and appeared normal. During the post-discharge device check, the patient indicated they were short of breath and the pericardial effusion was found. It was noted that this may have been the result of over-rotating the lead. The physician intends to reposition the lead. No adverse patient effects were reported.